Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account, asking the account to check the nurse call connector plug for secure connection. The account found the nurse call connector plug was halfway unplugged. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom® communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account securely connected the nurse call connector plug to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom technical support received a report from the account stating the bed is not placing a nurse call when the nurse call buttons are activated. The bed was located in the 1st floor gi lab recovery at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).